Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. Philips field service engineer (fse) confirmed dead battery and missing fan cover. Battery ship date 2009. Fse replaced battery and fan cover; tested the unit which passed all performance tests and is ready for clinical use.

Event description:
Customer reported battery error. No patient/user harm reported. Event date not specified; estimate used.